Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device code, component code).

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 . A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that running noises can be heard inside the monitor. The monitor was opened and the fan was inspected. Nothing was wrong with the fan, so it was reinstalled with the screws tightened less firmly. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit's monitor is making a loud and unusual noise. There was patient involvement and no harm reported.